Event description:
On (B)(6) 2015, the phlebotomist use the bd vacutainer push button blood collection set (butterfly needle) (B)(4) - 23g x 3/4" x 12" for a patient. She did a veinpuncture and after difficulty on her first try, she noticed the needle to be bent at the tip like a hook. She replaced it with a new butterfly needle.